Manufacturer narrative:
One device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The reported condition was confirmed. The investigation found that potentiometer r96 was improperly adjusted to the wrong voltage. The investigation could not determine a root cause or a probable root cause for the failure. R96 was adjusted to the correct voltage to address the condition. An additional failure was found during the investigation. Fuse f3 on the expansion port was blown. The investigation could not determine a root cause or a probable root cause for the failure. The fuse was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device would not calibrate. The unit would have continued to work when it should not have. When I tested the unit, starting at 120 ohms the device would not activate until I reached 170 ohms. The device should have activated at 135 ohms +/- 5 ohms. No patient involved in this event.